Event description:
Fiber defective: shorting out during greenlight laser procedure. This product is a new fiber used in greenlight laser procedures that is provided by (B)(6). The previous time we utilized this type of fiber, it destroyed our scope and did not perform correctly requiring three [3] fibres to complete the procedure. It was noted that the fiber was breaking at the distal fiber tip. Reason for use: benign prostatic hypertrophy.